Event description:
It was reported that a lead integrity alert (lia) was triggered due to t-wave oversensing (twos) occurring post premature ventricular contractions (pvc) and sensing integrity counter (sic) on the right ventricular (rv) lead. Follow up with the physician's office indicated the lead sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.